Event description:
A patient reported experiencing inaccurate erratic results with an ot meter. The patient's blood glucose results were 265mg/dl, 88mg/dl, 140mg/dl, 68mg/dl. Tests were done less than 10 minutes apart with a difference of 68%. Patient did not experience any adverse events. No further information has been reported.